Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the device verified, that the lot met all pre-release specifications. Addition h6: code 22-the gore® dryseal flex introducer sheath instructions for use (IFU) states: potential adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection) and death.

Event description:
On october 25, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. Tevar was successful. It was reported that upon the sheath was pulled back to the level of a bit distal to the terminal aorta, the right common iliac dissection was suspected. And then the sheath was pulled back to the level of the right external iliac artery. At that time, the patient blood pressure dropped, the angiography imaging revealed the right common iliac artery rupture. Two gore® viabahn® vbx balloon expandable endoprostheses were implanted to attempt to resolve the rupture but the bleeding was not able to arrest. The physician changed to open surgery and attempted to create a bypass. Reportedly, the patient¿s vessels were weak due to dialysis, the physician tried to change to aui but the bleeding was not arrested and the patient expired. The physician suggested the cause of the rupture is that the patient vessel was calcified and narrow because the patient received dialysis. The vessel diameter was approximately 5.5mm - 7.0 mm.

Manufacturer narrative:
Addition g5.